Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump alarmed off no power. The customer did not receive a low battery alert prior to the off no power alert. The insulin pump was going through a lot of batteries. Customer's blood glucose level was not reported. He also received many low battery alarms. The device was not returned.